Event description:
Additional information received from the consumer reported that somehow the patient¿s stimulator had been off since sometime in (B)(6) and the patient had no idea why. The patient¿s last urology visit was in (B)(6) and the patient tried to set an appointment up, but no one showed up for the appointment. The patient¿s change in therapy had been resolved and it was simply restarted and calibrated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient was scheduled for a MRI tonight which not related to her device. The patient was getting a power on reset (por) message on her programmer when trying to sync with the implantable neurostimulator (ins). The patient mentioned that she had a MRI in (B)(6) and this was the 1st time she has used patient programmer (pp) since and could be related. The patient reported she normally felt stimulation in certain positions but she was not feeling it at all now. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.